Event description:
A customer reported the x8-2t transducer malfunctioned during an unspecified cardiological transesophageal echocardiogram (tee) procedure. The procedure was aborted and the probe was removed. The transducer was associated with the epic cvx ultrasound system at the customer¿s site. There was no user or patient harm as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.